Manufacturer narrative:
Two investigation conclusion codes removed. No requested details were provided by the complainant / reporter.

Event description:
The following is from a voluntary medwatch report: in (B)(6) 2024 (date not specified), using an angiogram, the physician attempted to place a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) in the patient's splenic artery. The physician was unable to get an accurate placement. Therefore, the physician elected to withdraw the catheter with the constrained device. It was reported difficulty was experienced while pulling the catheter out. Once the catheter was out, it was noticed the catheter at the transition area was "broken", but nothing was left in the patient's body. It was reported therapies being used on the patient at the time of the event may have caused or contributed to the event. Pre-existing characteristics may have also contributed to the event.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c20: a unique device identification number was not provided; therefore, the manufacturing date and/or production details cannot be determined. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. H6: code b13: user facility representatives were contacted with request for details to enable investigation. However, no information was provided. Gore was informed "all known information was submitted to medsun." IFU for gore® viabahn® endoprosthesis with heparin bioactive surface warnings section state: do not withdraw the gore® viabahn® endoprosthesis with heparin bioactive surface back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® endoprosthesis with heparin bioactive surface back into the sheath can cause damage to the endoprosthesis, premature deployment, deployment failure, and/or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® endoprosthesis with heparin bioactive surface to a position close to but not into the introducer sheath. Both the gore® viabahn® endoprosthesis with heparin bioactive surface and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® endoprosthesis with heparin bioactive surface or introducer sheath. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.